Event description:
A 250ml bag of fat emulsion 20% was started on a pt in the critical care unit at 10.4 ml/hr at 1800 on (B)(6) 2011. The bag emptied in 4 hours. The pt was on isolation precaution and is positive for (B)(6). The pt was also on diltiazem at 5ml/hr on a different pump module which was y'd together with the fat emulsion tubing. Rate checks were done hourly. There was no pt harm. Medical intervention was not required. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Affect product has been received and an investigation is pending. A f/u report will be submitted with investigation results once the eval has been completed.